Event description:
While injecting through the hemostasis device, the rotator came apart. No clinical staff were sprayed. This is the third time this has happened recently. No specific details are available for the add'l two events. No pt harm or injury was reported. This is one of three reports for this complaint: 9616662-2011-00017, and 00019.

Manufacturer narrative:
Device eval: the device has not been received for eval. A f/u report will be submitted when the eval has been completed. Eval: conclusion: a f/u report will be submitted when the eval has been completed.